Event description:
The clamp opened up and slipped off the vessel during surgery, however there were no complications. The hosp has requested a comprehensive report due to the in-use failure. They have also provided several of the inserts used with the product. One set is in place on the unit and another is still in it's original packaging.